Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow up on 07. Nov 2024: the service technician reported that the applied pressure could not inflate the balloon. If a leakage of the system (intellicuff and cuff pressure tube for intellicuff) leads to a failure to achieve and maintain the chosen pressure level, the device becomes inoperable and does not work as intended. It is indicated that the device was replaced by the german partner. However, the device was not returned to hamilton medical ag for investigation. The root cause is still under confirmation.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "intellicuff device doesn't reach the high pressure and shows intellicuff leakage. Tested in combination with a ventilator device model hamilton-c6 (B)(6) ". This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "intellicuff device doesn't reach the high pressure and shows intellicuff leakage. Tested in combination with a ventilator device model hamilton-c6 sn (B)(6). - this occurrence was noticed during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "intellicuff device doesn't reach the high pressure and shows intellicuff leakage. Tested in combination with a ventilator device model hamilton-c6 sn (B)(6)". This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow up on (B)(6) 2024: the service technician reported that the applied pressure could not inflate the balloon. If a leakage of the system (intellicuff and cuff pressure tube for intellicuff) leads to a failure to achieve and maintain the chosen pressure level, the device becomes inoperable and does not work as intended. It is indicated that the device was replaced by the german partner. However the device was not returned to hamilton medical ag for investigation. The root cause is still under confirmation. On (B)(6) 2024. A detailed investigation was performed by an expert from the technical service: the service technician reported that the cuff connector was cracked. The applied pressure could not inflate the balloon. If a leakage of the system (intellicuff and cuff pressure tube for intellicuff) leads to a failure to achieve and maintain the chosen pressure level, the device becomes inoperable and does not work as intended. The root cause was attributed to a visible crack in the connector of the intellicuff pneumatic cuff which caused that the applied air pressure could not inflate the cuff balloon. The issue is not likely to be serious to public health but has the potential to cause patient death or harm, if it were to recur. Therefore, this case was assessed to be reportable.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "intellicuff device doesn't reach the high pressure and shows intellicuff leakage. Tested in combination with a ventilator device model hamilton-c6 sn(B)(6) this occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.